Event description:
This lead was implanted on (B)(6) 2017 and was capped on (B)(6) 2018. In a product experience report receive on (B)(6) 2018, it was reported that this lead was part of system infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).